Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that the pessary string broke apart while attempting to remove it. Consumer had to go to go see her ob/gyn to have the pessary removed and experienced pain during removal.